Event description:
User reports two pt samples with discrepant calcium results. Only 1 pt example was provided. Pt 1 initial result gave -2.5 mg/dl; repeated gave 1.6 mg/dl. No further repeat data provided for this pt. Erroneous results were not reported. The field svc rep determined the cause to be due to a bent sample probe, and replaced the probe. Also, cleaned and lubricated sampling mechanism. Performance tests were performed and within spec.